Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2209, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Additional information was received on 02-nov-2015 (mw5056970). Result and assessment of the product technical complaint investigation received on 19-nov-2015. On (B)(6) 2004, essure was inserted and immediately consumer experienced adverse symptoms, such as loss of libido, extreme bloating, change in her equilibrium, joint and muscle pain, abdominal and back pain, leg pain, rashes, extreme fatigue, depression, vertigo and allergy, like symptoms to food, medications and cleaning solutions. She was treated for urinary tract infection but the culture was negative. A CT scan was performed and showed an inflamed kidney. She stated looked for physician due to a plethora of peculiar symptoms. Physicians could not determine why she was sick or why her sed rate was abnormally high. Inflammation level was high (28). Metal tests were also performed which were negative. By 2009 she had become suicidal because of extended and unexplained illness and decided to have essure removed (removal date (B)(6) 2009) because she had no other medical options. One of her fallopian tubes was perforated and she developed endometriosis around the essure devices. She felt better when she awoke from surgery. The muscle pains were gone right away. Additionally, her sed rate returned to normal four months after having essure removed. While she was not 100 percent well, she no longer suffers from debilitating symptoms. However, she was living with chemical sensitivities. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and (B)(6) 2009, essure was removed. It was reported that one of my fallopian tubes was perforated. This event is serious due to its medical importance and listed in the reference safety information for essure. Fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and also may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, another serious event (become suicidal - unlisted and unrelated) and non-serious events were reported. According to the product technical complaint, there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.